Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): helix disengaged from helical channel, with blood on helix and helix bent; helix would not extend due to being over-retracted; full lead returned and analyzed.

Event description:
It was reported, during the implant procedure, the screw would not deploy. The lead was not used. No patient complications have been reported as a result of this event.